Event description:
A report was received that bsn discovered during complaint product analysis that a contact on an explanted lead was missing, reason for the missing contact is unknown. The lead was explanted due to ineffective therapy and the physician didn't suspect a malfunction with the implanted product prior to the explant procedure.